Manufacturer narrative:
A complete analysis and testing of 1 opened and 1 used enlite sensor showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported a defective sensor. The mother stated, the sensor was never calibrated although it was connected. The mother was also not able to confirm what alarm the customer had received. Customer's blood glucose was unknown. No additional information provided.